Event description:
It was reported that a 52-year-old asian female patient underwent an unspecified breast implantation procedure with unspecified mentor gel breast implants and experienced rupture on the right side post-operatively, which was confirmed via mammogram. As a result, the patient underwent removal on (B)(6) 2022. On 31-mar-2023, mentor became aware that the lot number of the suspect device was either 5698761 or 5674511. However, both devices were received ruptured on (B)(6) 2023. It is not possible to determine which is the originally reported complaint device, and since both are exhibiting the reported failure mode, both devices will conservatively be reported. Reference manufacturer's report number 1645337-2022-09072.

Manufacturer narrative:
Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, shell abrasion was observed at the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer's reference number: (B)(4).